Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced an arrhythmia requiring medical intervention. It was reported that during the case when they were ablating a point of interest in the right atrium the patient went into junctional escape rhythm. They stated they provided pacing for the patient as a medical intervention and the patient returned to regular rhythms. The physician is unsure of how this happened as they were not near the av node or the sa node. The event was confirmed with the 12 lead EKG. The patient is still stable and did not require any additional surgery. They stated a vizigo sheath and an stsf catheter were used in the procedure. The physician believes it was just part of the patient condition, as they were not near the sa or av node. Patient was in a stable rhythm by the end of the case. They do not believe the patient stayed in the hospital due to the event.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31020311l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).